Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. After a non bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for predilation. The balloon was inflated for 20 seconds however it ruptured at 14 atmospheres on the first inflation. The device was removed as a whole system and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).